Event description:
This was a lead extraction case performed in the cvor to remove one rv (sjm 1582 riata ICD). The physician started the case using a 14f glidelight with a 33cm med visisheath. There was difficulty progressing from the lead body to proximal end of distal coil due to extruding conductor wires. The physician upsized to a 16f glidelight and a 33cm large visisheath. The physician was then able to easily advance over coil. The bp dropped. Tee was performed and showed a pericardial effusion. The patient was placed on bypass and a linear tear in the ivc/ra junction was performed using a cormatrix patch. The physician stated there was a linear tear in the ivc-ra junction where an extruding conductor was imbedded. The laser catheter performed as intended; however, it followed the path of the externalized conductor which contributed to the tear.

Manufacturer narrative:
Device evaluation: 16fr catheter investigation summary - the inspection of the catheter found a kink approximately 3 inches from the distal of bifurcate. No visual defects were observed that would relate to a perforation. Only issue seen was a small kink about 3 inches distal to the bifurcate. The complaint makes note that the lead the catheter was tracking on had an exposed wire. This exposed wire was suspected to be the cause of the catheter perforating the vessel. This is not a failure of the catheter, as it performed as expected.